Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the basic occlusion test, displacement test and ten unit bolus deliveries, no motor error alarms occurred during test. Motor tested ok. Cracked case all corners of display window, cracked reservoir tube and window, broken battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 69 mg/dl. Troubleshooting was performed. The device was returned for analysis.